Event description:
It was reported that metal shaving was coming out of the device during a procedure. There was no report of contamination of the surgical site; the procedure was completed with the same collet without incident. No adverse event was associated with the device; no clinical significance was attributed to the 10 minute delay reported.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device. The device was not returned to the user facility as it is not repairable once it is disassembled.